Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Unit received with cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer also reported that battery compartment was broken due to insulin pump falling from holster. Customer's blood glucose was 291 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.